Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon was torn. The target lesion was located in the calcified iliac artery. The ultra-thin diamond balloon catheter was advanced to the lesion. Multiple attempts to inflate the balloon were unsuccessful. The physician felt that the balloon may have torn while crossing the calcified lesion. The balloon was removed without issue and the procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.